Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Difficult/unable to remove through other device: the impella cp was likely not removed as intended based on clinical details and both the pump and guidewire being returned inside of the sheath. Based on the clinical narrative and state of the returned product, it is likely a 0.018¿ guidewire was in place next to the impella catheter during device removal. The guidewire and impella pump caused interference with the distal 14fr lp sheath body, creating high forces leading to sheath buckling and an inability to remove the pump/guidewire. D4 revised d9 updated to include device receipt date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implantation of an impella cp was attempted through a 14fr low profile sheath via the left femoral artery, however the patient had aneurysms in the iliac artery and aortic arch, and despite using a long sheath the impella could only be advanced to the abdominal aorta. The physician attempted to remove the impella through the low profile sheath without success. The device was removed along with the low profile sheath with no noted hemodynamic event. Upon removal of the devices it was noted that there was coiling of the sheath body. After considering the patient's condition, a new cpsa c10 was opened and successfully placed.